Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the forceps elevator has a burn due to the use of a high-frequency instrument without sufficient distance from the tip. In addition, based on the results of the investigation, a probable cause for the "adhesive around light guide lens was peeled" can be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burned forceps elevator. In addition, the adhesive around light guide lens at the distal end was peeled. There was no patient involvement.